Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited high capture threshold. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.